Manufacturer narrative:
The insulin pump was able to communicate properly with glucose sensor simulator and minilink transmitter. No unexpected lost sensor alarm anomaly noted. Intermittent button response due to moisture damage keypad trace. Cracked display window corners, cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was unknown. Troubleshooting was not performed. The device was returned for analysis.